Event description:
Pt on home IV antibiotic therapy with aim plus pump. Pump stopped working. Upon switching pump & testing, user found that it worked properly, with ac connection, but not with batteries. Presumed to be a connection with battery problem.